Event description:
Customer reports, "blood came through seal (plunger tip) out the back of the syringe, onto a nurse." In another instance the plunger flew out and of the barrel, resulting in blood leakage. The syringe is used to inject heparin through IV ports or stopcocks. The line is exposed to direct arterial pressure, which the reporter stated is quite high. Events occurred when the plungers were let go after the injection, before the syringe was removed from the ports. No medical treatment of any kind was necessary in either instance. Blood splashed on gloves and garments only.

Manufacturer narrative:
Twelve samples were returned and evaluated. No defects were observed in lot 242980. A slight bulge was noted in the barrel of one sample in lot 242979. All samples passed leakaged and aspiration tests. All barrels were within specification for i.d. Add'l samples were obtained from distribution. 27/100 barrels leaked when side pressure was applied. Mfg found undersized plunger tips that leaked when side pressure was applied. A separate investigation has been opened to address this problem. No other reports have been received against lot 242980. Co is closing this complaint based on the above corrective action.